Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine and bupivacaine (concentrations and doses unknown) via an implanted pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the pump had never worked since implant ((B)(6) 2020), and it took a long time for the healthcare provider (hcp) to address the issue. It was noted when they previously saw the hcp, the hcp would just titrate the medicine up at the hcp appointments. The patient then spoke to the surgeon who informed the patient that the catheter was kinked. It was noted sometimes the pump works, and sometimes the pump did not work at all. They could not do a dye test because the kinking issue was intermittent. It was further reported the hcp performed a revision surgery on (B)(6) 2021 and confirmed with the patient that the catheter was "very kinked" and "twisted into a knot". The hcp did not know how the patient was getting the pain medication. The patient told their pain specialist that they did not want to do pain pills and they tried telling their pain specialist what the issue was with the catheter, but the hcp kept increasing their medication by 20% at each weekly doctor's visit for a couple of months. The hcp added bupivacaine to the morphine and did not test the catheter or pump when the patient informed the hcp about the issue. It was noted the surgeon and pain specialist were not on the same page regarding the issue. It was also reported the hcp had to cut the front and back of the patient, when they did the revision surgery to put a new catheter in. The patient was redirected to their healthcare provider to further address the issue.